Event description:
Boston scientific crm received information that the right ventricular (rv) lead exhibited reproducible noise and pacing inhibition which led to syncope. It was discovered that the rv lead had fractured. The patient's entire system was surgically abandoned on the left side due to subclavian occlusion. A new system was successfully implanted on the right side. The patient is pacemaker dependent. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was surgically abandoned and a new pacemaker was successfully implanted. There is no further information available at this time. If additional information should become available to our company, this event would be updated as necessary. The device has been returned and is currently undergoing analysis. The event will be updated once analysis is complete upon receipt at our post market quality assurance laboratory, initial testing noted normal telemetry transmission and pacing in the atrial chamber. However no pacing was noted in the ventricular chamber. Pressure was applied to the device header in the area of the ventricle terminal bocks and pacing was noted. Microscopic visual inspection noted that the header was loose and a fractured wire just below the weld. Further inspection found that the adhesive seal between the header and can was fractured and that the adhesive was attached to the header and broken away from the can. It was also noted that the adhesive was removed from the ader in the area of the ventricular terminal block. A print out of the daily measurement for the ventricular chamber show that all lead measurements were stable at the time of implant.